Event description:
It was reported "the doctor found the dilator tip damaged during used on the patient". No patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The report of dilator tip damage was confirmed through examination of the customer provided photo. However, the dilator was not within the returned kit. A device history record review did not identify any manufacturing related issues. Based on these circumstances, the root cause cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "the doctor found the dilator tip damaged during used on the patient". No patient harm or injury. The patient's current condition is reported as "fine".